Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems during priming and preparation of the cardiopulmonary bypass (cpb) circuit, the perfusionist had applied vacuum to the venous reservoir, as per normal practice. The perfusionist accidentally left vacuum on the circuit while the arterial pump (roller) was not turning. As a result, vacuum was applied without arterial pump pressure for 10 minutes and air was pulled into the blood path of the oxygenator and was noticed distal to the fx oxygenator. This was observed prior to the initiation of cpb, but after aortic cannulation. Vacuum was removed from the circuit after the observation. The cv surgeon disconnected the arterial line tubing (of the cpb circuit) from the aortic cannula. The perfusionist circulated the prime solution up to the sterile field to remove the air and to completely debubble the circuit. The circuit was re-checked for any appearance of air and cpb was instituted without difficulty. The cpb procedure was uneventful and the patient was weaned from cpb without difficulty. The patient was alert and moving and extubated within hours of the procedure and there were no signs of patient complication. The procedure was completed successfully without need for change out and there was no blood loss associated with this incident. There was a delay in the start of cpb of 10 minutes, due to extra de-airing events. This was a stable and elective patient and this had no clinical impact on the patient. There was no observed harm of the patient. The user admitted this was an error on his part leaving vacuum applied prior to cpb.